Event description:
It was reported that the patient came in complaining about pain around the implant at tooth site #12 and the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310. H10: narrative/data was updated. Zimvie received one (1) tsx37b13, (tsx¿ implant, 3.7mmd, 13mml) for evaluation. Visual evaluation identified the implant with signs of use, apparent bone / tissue attached to external threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1258732. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1258732 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is clinician places implant in a patient with patient factors (e.g., poor bone quality, poor patient hygiene, periodontal issues, pre-existing medical conditions) incompatible with osseointegration of implant. Therefore, based on the available information, device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.